Manufacturer narrative:
The following field contains changed information: this event has been reclassified based upon further evaluation of the previously reported event details.

Manufacturer narrative:
The only gore® tag® thoracic endoprosthesis implanted in addition to the device initially reported is as follows: gore® tag® thoracic endoprosthesis / lot#:14918193 / item#: tgu454510 / UDI#: (B)(4).

Manufacturer narrative:
The patient's weight is not available as treatment was emergent. Additional implant details: for compassionate use, the aortic and side branch components of the gore tag thoracic branch endoprosthesis were deployed first and an angiogram revealed successful deployment and brisk filling of the innominate artery. Next, an attempt was made to advance a gore tag thoracic endoprosthesis device into the ascending aorta, however, the device was met with resistance. Multiple maneuvers were attempted without success, and so access to the left ventricle was obtained through a transapical incision. The device was able to track into the ascending aorta over a through and through wire going from the distal introducer sheath and out the apex of the left ventricle. Post deployment angiogram revealed evidence of filling in the false lumen of the type a dissection. A second gore tag thoracic endoprostheses device was advanced further proximal and deployed distal to the takeoff of the left main coronary artery. Additional medical device details: gore tag thoracic endoprosthesis / lot#: 14918192 / item#: tgu454510 / UDI#: (B)(4). Gore tag thoracic endoprosthesis / lot#:14918193 / item#: tgu454510 / UDI#: (B)(4). The instructions for use for gore tag thoracic endoprosthesis include the following warning among others: ¿complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: death, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis)¿. (B)(4).

Event description:
It was reported to gore that on (B)(6) 2016, a patient was treated emergently with two gore tag&#59412;thoracic endoprostheses for an acute type a aortic dissection and an ascending aortic aneurysm. A completion arteriogram demonstrated successful exclusion of the type a aortic dissection as well as the ascending aortic aneurysm. The patient tolerated the procedure well. On post-operative day 2, the patient was unresponsive and still ventilated. A non-contrast CT scan of the brain was obtained and revealed diffuse cerebral edema. The patient was transitioned to comfort care and no additional actions were taken. Stroke was not confirmed by imaging, but was suspected. The patient expired on post-operative day 5.